Event description:
The patient was seen at the implant center for device evaluation in 2000 due to decline in device performance and to unusual symptoms and precepts. Revision surgery took place in 3 months later.